Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of attune tibial component. Loosening occur in cement to implant interface. Cement manufacturer unknown.

Manufacturer narrative:
Complete product detail has not been received at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the surgeon has expressed concern with the attune tibial fixation. This is around his 5th revision of the attune. The doctor did state the patient has not been satisfied with the knee from day 1. The reason for revision was overall dissatisfaction and the bone scan lit up on both the femur and tibia. It was also reported that the patient had loosening on the tibial component. Loosening interface occur at the cement to implant. Cement manufacturer is from competitor.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.